Manufacturer narrative:
Product complaint # (B)(4). Does the surgeon believe the suture is dissolving too quickly? Were 2 sutures used that caused or contributed to the anastomotic leak? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of bladder procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue had the anastomotic leak? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that precipitated the event of suture breakage post op? Onset date/time of anastomotic leak? (# post op days) how was the anastomotic leak managed? Please describe any surgical intervention required for the anastomotic leak including date and findings. Please describe the appearance of the suture during the second procedure. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?

Event description:
It was reported that a patient underwent a bladder procedure on an unknown date in 2025 and barbed suture was used. Patient experienced bladder neck leakage from the anastomosis. Suture is dissolving in 14 days. Additional information was requested.